Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the setup joint (suj) due to a hard 23072 error. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the suj for evaluation, but evaluation has not been completed as of the date of this report. .

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the customer reported to technical service engineer (tse) after the case was completed that the universal surgical manipulator (usm) had a bad smell. Tse viewed system logs and confirmed the 23071 errors on usm1. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up on the system. The system did initially power on without errors. The system was reset three times. The procedure was converted to another dv system.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The set-up joint (suj) was returned for failure analysis and the reported 23072 error was confirmed and replicated. In system logs, the 23008 error was found indicating excessive mismatch between primary and secondary suj readings, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system and triggered error 23072 and 31226 at startup in normal mode. The 31226 error indicated a fiber optic issue. The probable root cause is attributed to the proximal and shoulder harness caused by an electrical component failure.

Event description:
Refer to h11 for follow-up information.